Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issues. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device¿s lid magnet was missing from the lid. As a result, the device may not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. It was also reported that the device's shock button does not respond. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device¿s lid magnet was missing from the lid. As a result, the device may not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. It was also reported that the device's shock button does not respond. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker determined that the cause of the shock button not working was due to resistor r488 and capacitor c247 were detached from the board. The cause of the missing lid magnet was isolated to the lid assembly.